Event description:
Caller reported an issue with the insulin pump displaying an incorrect gauge amount, showing only 4 units instead of the expected 70 units. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in reloading the same cartridge, as the caller confirmed the completion of necessary steps to remove air from the cartridge and correctly filled it with room-temperature insulin.